Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation - both) associated with the inability to lower the grippers appears to be due to procedural circumstances (excessive curves applied to device). The reported difficult or delayed positioning (anatomy) associated with the clip entanglement with papillary muscle was due to challenging patient anatomy (ruptured papillary muscle) in conjunction with procedural circumstances (low transseptal height). The cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr remaining at 4 could not be determined. The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip caught in chordae, gripper actuation issue, and intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. This was an emergency procedure as bridge to mitral valve replacement. The patient was presented with acute st elevation myocardial infarction (stemi), ruptured papillary muscle, and hemodynamic instability (tachycardia, hypotonia, cardiogenic shock), with possible need of veno-arterial extracorporeal membrane oxygenation (va ECMO). Due to low transseptal height, the clip went closed under the mitral valve. After the clip was opened, a free papillary muscle got entangled in the gripper. The clip was freed and grasping attempts were performed. During grasping attempts, the grippers would not lower. The clip was locked, but the grippers would not lower. Due to the difficult conditions, retracting the clip to the left atrium was not possible. As a bail-out, the clip was opened to 120 degrees. A standard grasping attempt was performed, and the clip was closed without confirming that the grippers actually lowered. After the clip was closed, the patient became hemodynamically stable. The clip was deployed and stable on the leaflets. Another clip was placed medial from the first clip. Final mr remained at grade 4. After mitraclip procedure, a non-abbott heart pump was implanted. No additional information was provided.